Event description:
Event description: medical report: during the thrombectomy procedure with angiojet solent omni 6f, it was necessary to change the catheter because it stuck to the zipwire standard guide wire and it was not possible to remove it without exerting force and this caused damage to the catheter resulting in failure in use. After changing the procedure, it followed successfully.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warning, "to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ during the device's placement and withdrawal. If resistance if felt during the device placement discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." Additionally, the device instructions for use (dfu) preparation for use states, "note: if movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.